Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery at the time of the introduction of the implant, the wings were not fully opened and broke. After this, the implant is removed from the patient. The surgery was prolonged about twenty minutes. It was reported that while preparing the instruments used in this case for another case, it was noticed that the instruments were broken, damaged or defective. It is thought the broken instruments are related to the broken implant from the procedure. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: our investigation has shown that the top of both implant insertion sleeves is deformed and that they therefore do not fit as required. This deformation makes it impossible to verify the relevant dimensions. The manufacturing documents of both sleeves were reviewed and no complaint related issues were detected, the lot 1757746 was manufactured in october 2007. Based on the age and the used overall condition of the sleeve a manufacturing related fault can be excluded. With the kind of the deformation seen, it is likely that the device was hit on top with another instrument, which caused the deformation and finally the malfunction of the device which is recommended against in the technique guides. As it is not known when the sleeves did get damaged the influence of them cannot be defined for this complaint. May be that the implant was not correctly inserted and therefore excessive force was applied onto the sleeves during the attempt of deploying the wings. But it is also possible that the sleeves were damaged from a previous procedure and therefore the in-space could not be correctly inserted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.